Event description:
Two screw heads broke during surgery. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. The cross section surface of both broken screws shows no irregularities, which indicate material conformity as well. We assume that too high mechanical force in a slanting direction may have caused these breakages. The measurable dimensions of the complained screws could not be checked for its specification. No product fault could be detected. The lot number is unknown therefore a review of the device history record could not be completed.